Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the drawer was not detected on the bus. A field service engineer reconnected all the connections, logged into the hardware test application, and tested the drawer several times. All functions returned to normal. The system functioned as intended after the field service engineer repaired the device.